Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device battery was always low. They were changing it every time they hooked it up to the patient. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.